Event description:
A malfunction alarm with code 12 was reported, affecting the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any malfunction code reappeared.